Event description:
The lay user/patient contacted lfs alleging apply sample message on the ultralink meter. The patient did not exhibit symptoms or seek any medical attention due to the reported issue. The technique of applying blood on the test was correct. Patient retested with a new vial of test strips and issue persisted. The meter is a new product (out of box). The meter was replaced. The complaint is being reported due to the apply sample message on the ultralink meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.